Event description:
It was reported that the patient was hospitalized for 2 days due to high blood glucose (bg) levels. No other information was provided on this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.